Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira.

Event description:
The customer contact reported a separation. The option-lok male adapter of the tubing set was connected to the patient's IV access site and was being used to deliver 10ml of optiray 300 contrast medium, at a rate of 2.0ml/sec, via a medrad invision power injector. The option-lok male adapter of the tubing set was connected to the patient" IV access site. It was reported that immediately after the delivery was started, a leak of solution was noted at the option-lok male adapter. It was reported that the tubing separated from the option-lok male adapter. The tubing set was replaced and the procedure resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.